Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g4 PMA/510(k)#.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fourteen lots were found to have been delivered in this time period. Out of 14 lots, five lots had one to multiple complaints reported against them: the lot trend could not be evaluated as a specific lot number was not provided. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary dns noted in the production of each lot, as well as an nc each noted lot 23lu06021 (1520439: "bom not updated after validation activities"), lot 23lu02013 (1520439: "bom not updated after validation activities"), lot 23nu02007 (1538492: "one release sample was found to have a defaced label"), and lot 23pu07010 (1600033: "dialyzer line 7 potting validated parameters incorrect"). Which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.